Event description:
Related manufacturing report number: 2017865-2025-14751. It was reported that the patient presented in clinic for initial implant procedure. During procedure, with the use of a delivery catheter, the right atrial (ra) leadless pacemaker (lp) caused cardiac perforation and pericardial effusion, which were confirmed via computed tomography scan. The ralp was not implanted on (B)(6) 2025, and pericardiocentesis was performed to resolve the effusion. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.